Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/02/2023, it was reported by a distributor via sems-06046517 that an ar-200c console burr has no torque. The facility changed the handpiece but had no success. This was discovered during use with no patient harm. The case was completed but took longer and had to freehand some debridement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Functional testing found that the connector has a broken prone inside one of the holes. Upon visual evaluation, the connector is damaged. The most likely cause for the reported failure can be attributed to misuse due to the damage to the connector.